Manufacturer narrative:
.

Event description:
Revision surgery due to instability and pain. No history of trauma or a fall event remembered. Intraoperatively breakage of the pe-insert with luxation of the central guide bolt and the whole pe-insert from the tibial component.